Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported infection cannot be conclusively determined. The report of low flow alarms was unable to be confirmed via the submitted log files. The controller event log file contained events spanning from 24sep2024 to 25sep2024. No notable alarms or unusual events were captured, and the pump operated as intended at the set speed. Additional information regarding the event was requested from the account; however, no further information has been communicated at this time. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and no further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use contains the following information: section 1, ¿introduction,¿ outlines potential adverse events, including infection, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 4, ¿system monitor,¿ outlines all system monitor operations and alarm messages. This section explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 liters per minute (lpm) and explains that changes in patient conditions can result in low flow. Section 6, "patient care and management," lists infection as a late potential post-implant complication that may be associated with the use of the heartmate 3 left ventricular assist system. Section 7, ¿alarms and troubleshooting,¿ outlines all system alarms and the recommended actions associated with them. Care instructions regarding how to prevent infection, as well as suggested responses in the event of infection, are outlined in this document. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was in clinic for a driveline infection and stated they had low flows periodically but felt fine. Log files were sent for review but did not capture any low flow events. There were lower flows noted in the periodic log with flow as low as 2.6 liters per minute (lpm) on (B)(6) 2024.